Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, enterocele and urinary retention. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2005 along with partial vaginectomy due to erosion. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with abdominal colposacral suspension, halban culdoplasty, placement of a suprapubic catheter and marcaine pump; due to vaginal prolapse, enterocele and stress urinary incontinence. The patient underwent sling urethropexy on (B)(6) 2006. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent durasphere injection; cystoscopy on (B)(6) 2006 due to intrinsic sphincteric deficiency. No additional information was provided.